Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. The device was tested per the service protocol but the error could not be reproduced. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6) it was reported that the vacuum controller (vavd) serial number(sn): (B)(4) had a vacuum leak and made a whistling noise. (B)(4).